Manufacturer narrative:
The following communications were performed: a philips field service engineer (fse) went onsite and to check the reported problem as tel1 no sustained ventricular tachycardia (nsvt) alarm alert did not reflected on telemetry central monitor. The fse checked and verified the telemetry system. The fse confirmed that the device was working properly. The fse checked the audit log for the tel1 alarm. The nsvt alarm alert was recorded and displayed on telemetry central monitor, and the alarm had been acknowledged after display on telemetry central monitor. The fse found no issue with the system. The system was tested and verified pass. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Analysis was performed and investigation has been completed. The fse found no issue with the system. The system was tested and verified pass. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the non sustained ventricular tachycardia (nsvt) alarm alert does not reflect on the telemetry central monitor. The device was in use on a patient. There was no report of patient or user harm.